Event description:
It was reported that during a front acl craft procedure using a bilok screw, the head of the screw broke off inside the patient. The surgeon was unable to retrieve the broken piece and it was abandoned in the patient. An additional articular fixation was performed to complete the procedure. There were no significant delays or further patient complications reported as a result of this event.